Manufacturer narrative:
A review of the suspect part (hi-flow aortic arch cannula) sample under magnification, exposed that scratches are evident on the outside diameter of the stainless steel tip. The external surface (of the tip) must be free of scratches beyond the insertion depth of the straight section. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure (cpb), the user had difficulty in placing the tip of the hi-flow aortic arch cannula on insertion. As a result, an alternate device was employed and there was a minor delay of about two minutes to change the cannula. There was some minor leaking of blood from the aorta during the initial attempted cannulation, but his blood would have been recycled by the pump suckers back to the cpb circuit. The surgical procedure was completed successfully, and there were no adverse consequences to the pt.